Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the entire display of the high flow insufflation unit lit up and flickered, and nothing was shown during an unspecified procedure. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: due to a gap between k connector unit, gas leakage from the primary piping is found, poor contact of front panel and led on the control panel does not light up. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation due to poor contact of front panel, the leds are flickering, and regarding the new reportable finding found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.